Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during an ureteral dilatation procedure. According to the complainant, there was a small pin hole on the balloon. It is unknown if the problem was noticed during prep or during the procedure. The procedure was completed with a different device.

Manufacturer narrative:
The device has been received, but a failure analysis has not yet been completed. Upon completion of the failure analysis, if there is any further relevant information from that review, a supplemental MDR will be filed. (B) (4).